Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The ram was cleaned and refitted which corrected the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).distributor performed a checkout of the equipment and confirmed the reported issue. The ram was cleaned and refitted which corrected the issue.

Event description:
The customer reported a malfunction, found during pre-use check, which resulted in the loss of display. There was no report of patient involvement.